Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot # v113898, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot # v449131, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that impedance testing was done and high impedances were >10,000 ohms using the default settings on contacts 0-3 on one of the leads. Impedance testing was also performed on other leads and those had no product issue. It was noted that battery depletion was normal and the implantable neurostimulator (ins) was at end of service (eos). The patient did not want a surgical procedure to replace the depleted ins. There were no reported patient symptoms and the patient was alive with no injury.